Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The o2 gas module was replaced and returned for investigation. No device logs were received. The reported failure was reproduced during simulated use test of the returned o2 gas module. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The root cause for the defective delta pressure transducer could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).